Manufacturer narrative:
Date of event: the event date of (B)(6) 2021 is an estimated based of the aware date as the exact date was not reported. (B)(6).

Event description:
It was reported that the blade peeled off. The blade of an unknown peripheral cutting balloon peeled off at about 3/4 upon removal. There were no patient complications reported.